Manufacturer narrative:
On 24-aug-2022 technical device investiagte (DHR) has been completed. No deviation or changes were found during manufacturing of the device. Additional manufacturer's device investigations are pending. To be submitted upon completion.

Event description:
On (B)(6) 2022 it was reported that the customer brought device in to the clinic after overheating and 'port burnt'. No harm/damage to the user reported. 12-aug-2022 follow up recieved. It was reported that the charger was left plugged in overnight. No harm to the patient. Device was returned on 25-jul-2022 and the replacment is provided.

Manufacturer narrative:
On 24-aug-2022, technical device investigate (DHR) has been completed. No deviation or changes were found during manufacturing of the device. Additional manufacturer's device investigations are pending. To be submitted upon completion. On 20-sep-2022, r&d investigation concluded: case is linked to trending case. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification this can cause a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. Clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, because of the contact with heat is unlikely due to malfunction being internal. Risk assesment: risk register will be updated to include warning/caution to the user. The investigation conclusion is final. This is a final report.

Event description:
On 25-jul-2022 it was reported that the customer brought device in to the clinic after overheating and 'port burnt'. No harm/damage to the user reported. On 12-aug-2022 follow up received. It was reported that the charger was left plugged in overnight. No harm to the patient. Device was returned on 25-jul-2022 and the replacement is provided. No further follow up is expected. This is a final report.